Event description:
The pt reported that, while changing the insulin cartridge of her infusion device, the rubber stopper on the insulin cartridge remained attached to the piston rod of her insulin infusion device. This caused 315 units of insulin to spill into the cartridge chamber. During troubleshooting with a company rep, the plunger was detached from the piston rod. The pt was instructed to clean the device with a cotton swab. On follow up, the pt said her infusion device was not showing any signs of moisture. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.